Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise leading to noise reversion episodes. Patient has had no adverse outcomes. All lead measurements were within normal range. No intervention was reported. The patient would continue to be monitored.